Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a fatal error and logs off the users. The technical support specialist (tss) identified a database error, applied the knowledge article "medstation es-station database corruption-sql server detected a logical consistency-based I/o error", confirmed that the database was repaired and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bh-2hpb could not be used. The unit displayed a fatal error message and automatically logged users off. The customer attempted to reboot the station, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.